Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22069320. D4: medical device expiration date: 01jul2027. H4: device manufacture date: 17jun2022 . H6: investigation summary 2 samples (model#mp5314-c) were returned for quality investigation by the customer. It was reported by customer that "tubing is blocked somehow-brand new but cannot get anything to go through". Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The sets were then attempted to be flushed with water using a 10 ml bd syringe and noticed that fluid was able to be flushed with even a slight push. Issue was not replicated. A device history record review for model mp5314-c and lot number 22079004 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jul2022. A device history record review for model mp5314-c and lot number 22069320 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be definitively determined because the issue could not be replicated.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector tubing was blocked during use. The following information was provided by the initial reporter: "the tubing is blocked somehow-brand new but cannot get anything to go through.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector tubing was blocked during use. The following information was provided by the initial reporter: "the tubing is blocked somehow-brand new but cannot get anything to go through.